Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: biomed said the unit was on a patient, the screen lost the vitals and stopped responding to touch screen selection.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: biomed said the unit was on a patient, the screen lost the vitals and stopped responding to touch screen selection.

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #2 (B)(4). The issue occurred during ventilation. The patient was exchanged to another device. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective interaction panel. After replacing the interaction panel, the device was found to be functional and was released for use. Uncertainty for the user despite the fact that the functionality of the device is further ensured by the p&t knob. In the present case, the device was replaced and therefore, we prefer to preventively report this case as a deterioration in the state of health of the patient could not be fully excluded.

Event description:
Hamilton medical ag received the following incident description: biomed said the unit was on a patient, the screen lost the vitals and stopped responding to touch screen selection.